Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was required but not received.

Event description:
During follow-up, the device was unable to be interrogated with radio-frequency or inductive telemetry. Interrogation was attempted a few times with a different programmer and interrogation was successful; however, no programming changes could be made. The device was explanted and replaced with no adverse consequences to the patient. Further information was requested but not received.

Manufacturer narrative:
The device was in normal mode when received for analysis. Analysis was performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is still near beginning of life (bol) level, the pacing output and the communications with the merlin programmers were stable and normal throughout the entire tests. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity of 8.31 years. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident of failure to interrogate could not be conclusively determined.